Manufacturer narrative:
As received, a pacemaker was returned above normal elective replacement indicator. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12328. It was reported that the patient had developed an infection due to staphylococcus epidermidis. The physician explanted the pacing system, in particular the pacemaker and the right atrial lead. The patient was stable throughout and post-procedure.